Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the band does not launch even when turning the steering wheel. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the band does not launch even when turning the steering wheel. There were no patient complications reported as a result of this event.

Manufacturer narrative:
. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the slack was not taken up, and the handle did not have evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label. The IFU states "take up slack by pulling proximal end of trip wire on handle unit" however, the trip wire was not pulled up to take up rest of the slack, and the trip wire was not secured. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions.